Event description:
The device was being used to deliver external pacing therapy to an asystolic pt and reportedly was observed to intermittently drop the pacing current to 0 milliamps. The device operator reset the pacing current and reported observing capture of the pt's heartrate. The reported malfunction occurred several more times during the reported event. The pt was not resuscitated.